Event description:
Medtronic received information that 2 years and 10 months post implant of this 29mm aortic bioprosthetic valve, it was reported that the patient was diagnosed with atrial fibrillation and underwent cardioversion. The patient was prescribed anticoagulant medication. The site assessed the event as related to the valve but not related to the implant procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b.5: event description h.6: coding medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that reported subsequently, 1 month and 17 days later, a cardiac ablation was performed. It was also reported that the ablation included pulmonary vein isolation, posterior wall isolation and the cavotricuspid isthmus to treat the atrial fibrillation. A post operative electrocardiogram (EKG) demonstrated sinus rhythm. No additional adverse patient effects were reported.